Event description:
Back operation (serious injury) [back injury]. Case narrative: initial information received on 14-feb-2019 regarding an unsolicited valid serious case from united states received from a pharmacist via health authority (mw5083379). This case involves an adult patient who experienced back operation (serious injury) (latency unknown), while he/she used medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included amlodipine (amlodipine). In 2018, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate), injection at a dose of 48 mg/ml (lot number and expiration date not reported) via intra-articular route for unknown indication. On (B)(6) 2018, the patient developed an event of a serious back operation (serious injury) (back injury) after use of hylan g-f 20 and sodium hyaluronate. Final diagnosis was back operation (serious injury). An unknown corrective treatment was received. The patient outcome is reported as unknown for back operation (serious injury). Seriousness criteria- medically significant and hospitalization for back operation (serious injury).

Event description:
Back operation (serious injury) [back injury]. Case narrative: initial information received on 14-feb-2019 regarding an unsolicited valid serious case from united states received from a pharmacist via health authority (mw5083379). This case involves an adult patient who experienced back operation (serious injury) (latency unknown), while he/she used medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included amlodipine (amlodipine). In 2018, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate), injection at a dose of 48 mg/ml (lot number and expiration date not reported) via intra-articular route for unknown indication. On (B)(6) 2018, the patient developed an event of a serious back operation (serious injury) (back injury) after use of hylan g-f 20 and sodium hyaluronate. Final diagnosis was back operation (serious injury). An unknown corrective treatment was received. The patient outcome is reported as unknown for back operation (serious injury). A product technical complaint was initiated for synvisc one (lot number: unknown) on (B)(6) 2019 with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria- medically significant and hospitalization for back operation (serious injury). Additional information was received on 20-feb-2019. Ptc results received and processed.